Manufacturer narrative:
A maymedic technology technician arrived on site, inspected the unit, and identified the hi low valve had cracked and required replacement. Based on the information provided to date, the hi low valve replacement part was incorrectly installed. A follow-up MDR will be filed once our service organization provides training on the proper installation of this critical part.

Event description:
The user facility reported their 36" century sterilizer was leaking water and steam. No injury, procedure delay, or cancellation was reported.

Manufacturer narrative:
The maymedic technology technician who was responsible for the installation of the sterilizer's hi low valve was re-trained on the proper installation and maintenance practices for the sterilizer, specifically the installation of the hi low valve. No additional issues have been reported with the sterilizer.